Event description:
It was reported that there was a defect in the access sheath: a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The closure device was being placed in the laa, but it was not seated properly so the physicians chose to recapture the device. As the device was being recaptured a defect was noted in the tip of the sheath. The was removed and exchanged for a new was. When the access sheath was looked at it was noted that the soft tip had frayed apart. There were no patient complications and a new 33mm wds and a new was were used to successfully implant and release the closure device in the laa.

Event description:
It was reported that there was a defect in the access sheath: a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The closure device was being placed in the laa, but it was not seated properly so the physicians chose to recapture the device. As the device was being recaptured a defect was noted in the tip of the sheath. The was removed and exchanged for a new was. When the access sheath was looked at it was noted that the soft tip had frayed apart. There were no patient complications and a new 33mm wds and a new was were used to successfully implant and release the closure device in the laa. Device evaluated by MFR: the returned product consisted of the watchman access system (was). The device was bloody. The hub, sheath, and tip were microscopically and visually inspected. Inspection revealed tip damage (partial separation but all of tip was with the device) and numerous kinks in the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.